Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. Customer also reported that there was a smell of insulin in the reservoir housing. However, no leak reported and no moisture in the reservoir housing. The customer's blood glucose was 301mg/dl; treated with insulin pump. The customer's current blood glucose was 157mg/dl. Customer reports air bubbles in the reservoir and possible issues with fluid in the pump. Customer declined to complete troubleshooting. Advised customer to call back to troubleshoot device.